Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " arrow wedge balloon used during case. Prior to reusing the balloon, the radiologist requested the ir tech to check the balloon to make sure the balloon would reinflate. Upon doing this the ir tech noticed the balloon was no longer attached to the catheter. The balloon was disposed of and a new balloon was opened. Did not reach pt, harm not significant or evident."

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "balloon was no longer attached to the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " arrow wedge balloon used during case. Prior to reusing the balloon, the radiologist requested the ir tech to check the balloon to make sure the balloon would reinflate. Upon doing this the ir tech noticed the balloon was no longer attached to the catheter. The balloon was disposed of and a new balloon was opened. Did not reach pt, harm not signficant or evident."